Manufacturer narrative:
The reason for this revision surgery was the patient's shoulder was dislocating. The length of in vivo service was 7.4 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part; summary of investigations: 37 for dislocation, 32 for infection, 17 for instability, 6 for pain and others not associated with product issues. This is the first complaint against this lot number. This event is deemed as non-product related. The surgeon reported no issues associated with the product. No other conditions relating to this event determined with confidence. Factors that may contribute to joint dislocation not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient's shoulder dislocating; the surgeon needed to put in a thicker component to tighten shoulder. This was not a defective implant.